Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a general change-out procedure, this right ventricular (rv) lead was observed to be difficult to release from the header of the device. After applying force, the physician was able to remove the rv lead but observed that the terminal portion had been stretched. Additional surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead¿s insulation was separated from the terminal anode ring. It was suspected that the force needed to remove this lead from the device header exceeded the bond strength of the lead in the terminal area. A force measurement could not be obtained as the separation of this lead occurred in the field. There were no clinical observations associated with this lead prior to explant and the set screw marks noted on the terminal pin indicated the lead was properly seated in the header while implanted. Overall, analysis was able to confirm the clinical observation made against the lead in the field.